Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: underweight, opening and black particles in the shell. A visual and microscopic analysis were performed which identified: sharp broken on the posterior side due to a surgical impact opening, stress mark on the shell and flat creases. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior side due to surgical impact opening.

Event description:
The device has been explanted.

Manufacturer narrative:
Date populated is for planned surgery date. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an extracapsular rupture. The device remains implanted. This record relates to the right side.